Event description:
First pass mini was used for meniscus root repair. Upon extracting the device, the tip disengaged. This was visualized and removed. At post-op visit on (B)(6) 2019, metallic fragment noted on knee x-ray of add'l fragment that was not removed. Pt returned to operating room for removal of metallic piece. FDA safety report ID# (B)(4).